Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had no power. Upon functional testing, fse found that the fuse f2 was blown in the pdu of m-cabinet. To resolve this issue, fse replaced the fuse. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting up successfully. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the device would not boot up and determined it would need the fuse to the power control manager replaced. After replacing the fuse, the device was returned to expected functionality. Philips has started an investigation of this complaint.